Event description:
It was reported that the central peg on the ar-9236-03pp glenoid trial broke off upon removal from the patient. The broken central peg was retrieved and vaultlock implant was put into the patient. See source data attached.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-9236-03pp trial was received for investigation. Visual inspection identified that the central post had broken off of the trial. The fragment generated during the event was not returned for analysis. The most likely cause for the reported failure can be attributed to user error of the device due to user-applied mechanical forces.